Event description:
Reporter indicated that she experienced increased seizures shortly after implant of the vns therapy system on (B)(6) 2006. Vns settings were adjusted but the seizures did not decrease. The vns was disabled 6 months after implant (approximately (B)(6) 2006) and has remained disabled per the reporter. All attempts to the report's treating neurologist for further information have been unsuccessful to date.